Event description:
Boston scientific received information that this right ventricular (rv) lead has dislodged. The thresholds have increased. Epicardial leads are now being considered. No further adverse patient effects were noted.

Manufacturer narrative:
Additional information was received that a revision procedure was performed and this lead was explanted and successfully replaced. It is unknown if this lead will be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.